Event description:
It was reported that the feather spring in a nozzle unit which part of the ventilator's gas module was broken. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the feather spring in a nozzle unit which part of the ventilator's gas module was broken. Our field service engineer investigated the ventilator on site and solve the issue by replacing the nozzle unit. After the replacement, the ventilator is in working condition. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the air gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation, the ventilator will deliver a higher pressure than set, but the alarm for high-pressure will be generated if user set limit is exceeded. In prior in-house investigations, new nozzle unit feather springs were tested by subjecting them with varying forces ranging from 70n to 240n for more than 500000 strokes. No visible cracks were observed on the tested feather springs prior or after the tests. The feather is normally subjected to forces of approximately 10n when mounted in the gas module. The cause of the breakage of the nozzle unit¿s feather spring has not been determined.

Event description:
Manufacturers ref: (B)(4).